Manufacturer narrative:
As reported, during a procedure the zipper (fastener) on the capsure straight was warped and the device couldn't be used. Review of the returned sample finds loose and twisted fasteners to have presented in use, as one (1) loose and two (2) twisted fasteners were received with the device. Evaluation finds the device functioned as intended during functional and simulated with no bent or twisted fasteners presenting in testing. The reported event of a bent/twisted fastener deployment could not be reproduced. Based on the sample condition the most probable root cause may be the result of an event occurring user/device interface, however a definitive root cause cannot be determined. No manufacturing anomalies were found. A review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, "care should be taken not to use excessive counter pressure as this may damage the tissue, the material being fixated, and/or the device." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a procedure the zipper (fastener) on the capsure straight was warped and it couldn't be used. There was no patient harm or injury.